Manufacturer narrative:
Changes in company staff caused the medwatch report to be inadvertently submitted late.

Event description:
Clinical educator stated that several needles break off into catheter lumens when obtaining lab work on patients. It's not the actual needle; it's the tip of vacutainer that goes inside the catheter lumen that gets stuck inside and breaks off when trying to remove. Clinical educator also mentioned that a patient was involved and required medical intervention to replace the catheter.